Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead shock lead impedance greater than 125 ohms. Boston scientific technical services reviewed the device data and noted that the shock lead impedance measurements have been jumpy and provided recommendations for in office testing. The device remains in service. No adverse patient effects were reported.